Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that ¿a journal article was submitted titled 'treatment of hepatic artery stenosis in liver transplant patients using drug-eluting versus bare-metal stents'. The aim of the study was to compare the primary patency rates of drug eluting stents (des) and bare metal stents (bms) in liver transplant patients with hepatic artery stenosis (has). 52 patients were treated with either bms or des between 7 february 2003 and 20 september 2018 at a tertiary-care center. Of the patients, 37 received bms and 15 received des. Among the bms used to treat the patients was the medtronic protégé stent. The technical success rate was 100%. Post-operative clinical outcomes reported included stenosis and multiple stenosis. Three intra-procedural complications occurred in the bms group, all dissections. All three dissections were recognized at stent placement and treated with additional stents which resulted in restoration and flow. There was one delayed complication, a pseudoaneurysm that developed just proximal to the stent 7 months after initial stent placement. The hepatic artery and pseudoaneurysm ultimately thrombosed. Ri did not change in 1 patient who had a high-grade narrowing and undetectable flow. Despite successful stent placement and flow restoration, the artery thrombosed within 1 day. One patient did not have follow-up imaging because of extensive comorbid conditions. Deaths reported as liver-related and not device related.